Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. Customer declined further follow-up, and no additional information was received regarding the outcome of the event.